Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# n122128001, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported that the patient had an overdischarge with the rechargeable implantable neurostimulator (ins) once in the past. Additional information has been requested, but was not available as of the date of this report.